Event description:
This lead was implanted in (B)(6) 2006 and remains implanted at this time. A product experience report stated that on (B)(6) 2014 this product was part of a possible infection. The patient was reportedly sweating profusely for the past weeks with a few dizzy episodes. However, this patient had inner ear problem and recently took a blood pressure medication. The patient had undergone blood cultures and an echocardiogram to confirm for any lead vegetation or presence of endocarditis and will be reviewed by the physician in a few months. There were no adverse effects reported. The physician was (B)(6) at (B)(6) clinic in australia. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).